Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger product ID 97755-s serial# (B)(6) product type recharger h6: conclusion code d01 no longer applies due to the product ID being corrected to 97755-s h7: recall/notification no longer applies due to the product ID being corrected to 97755-s h9: z-number z-1535-2021 no longer applies due to the product ID being corrected to 97755-s. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger product ID 97755-s serial# (B)(6) product type recharger h6. Evaluation conclusion code 11 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their recharger antenna (rtm) coil and relay box were very hot when recharging the implanted neurostimulator (ins) since a couple weeks ago. Pt noted they had their rtm replaced in the past. Patient service specialist (pss) helped the pt inspect the rtm cord, but no visible damage was detected. The issue was not resolved. An email was sent to the repair department to replace the rtm. The patient (pt) called back on (B)(6) 2022 stating they got the new recharger telemetry module (rtm) and when they used it to recharge the ins the antenna and relay box got so hot. A replacement controller was sent out. No symptoms were reported. Information was received on 2023-jan-30 from a patient's representative regarding an external device. The reason for call was pt and pt's spouse (caller) stated pt was having a lot of trouble charging the implantable neurostimulator (ins) starting the last 3 weeks maybe (confirmed this month). Caller said charging was taking a long time and they had connection issues as well. Caller clarified the recharger (rtm) paddle would have to be perfectly on the spot pt would mark on their back and pt would go from good to excellent to try again back and forth. Caller said they reset controller like patient services told them to in the past. Caller said the last couple days while charging, the ins would be at 80%, but the controller battery would have depleted to empty while charging, which didn't happen before. Caller said the ins battery was depleting faster as well so they'd have to charge by night again, when ins used to use 50% in a day. Caller also then said the rtm paddle was getting hot and confirmed there was nothing heavy covering the paddle when charging and the cord was not bent while charging either. Pt inspected rtm but did not see any damage. Pt inspected controller port but said it looked fine. Caller mentioned they got replacement equipment beginning of december. Pss asked if rtm still got hot after getting replacements and caller said the rtm would still get warm, but not hot until this issue started. The issue was not resolved. An email was sent to the repair department to replace the rtm. Caller mentioned the pt's scs leads were in their head and the battery was in their stomach.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed no issues with rtm charging the ins. No anomalies were visually observed. Passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot#/serial# (B)(6),product type programmer, patient product ID 97755-s, lot#/serial# (B)(6), product type recharger product ID 97755-s, lot#/serial# (B)(6), product type recharger h3: analysis of the recharger (product ID 97755-s lot#/serial# (B)(6)) found a "get manufacture struct command and response/osiris error!". This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their recharger antenna (rtm) coil and relay box were very hot when recharging the implanted neurostimulator (ins) since a couple weeks ago. Pt noted they had their rtm replaced in the past. Patient service specialist (pss) helped the pt inspect the rtm cord, but no visible damage was detected. The issue was not resolved. An email was sent to the repair department to replace the rtm. The patient (pt) called back stating they got the new recharger telemetry module (rtm) and when they used it to recharge the ins the antenna and relay box got so hot. A replacement controller was sent out. No symptoms were reported. Information was received from a patient's representative regarding an external device. The reason for call was pt and pt's spouse (caller) stated pt was having a lot of trouble charging the implantable neurostimulator (ins) starting the last 3 weeks maybe (confirmed this month). Caller said charging was taking a long time and they had connection issues as well. Caller clarified the recharger (rtm) paddle would have to be perfectly on the spot pt would mark on their back and pt would go from good to excellent to try again back and forth. Caller said they reset controller like patient services told them to in the past. Caller said the last couple days while charging, the ins would be at 80%, but the controller battery would have depleted to empty while charging, which didn't happen before. Caller said the ins battery was depleting faster as well so they'd have to charge by night again, when ins used to use 50% in a day. Caller also then said the rtm paddle was getting hot and confirmed there was nothing heavy covering the paddle when charging and the cord was not bent while charging either. Pt inspe cted rtm but did not see any damage. Pt inspected controller port but said it looked fine. Caller mentioned they got replacement equipment beginning of december. Pss asked if rtm still got hot after getting replacements and caller said the rtm would still get warm, but not hot until this issue started. The issue was not resolved. An email was sent to the repair department to replace the rtm. Caller mentioned the pt's scs leads were in their head and the battery was in their stomach.